Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: motor rotation error message displays when trying to infuse or calibrate connected to partner to complete post repair calibrations and tests.upgraded pump software. When attempting force calibration, motor rotation error displays. After reseating the plunger mechanism and trying again, error still persists. Several replacements attempted including replacement of motor, pusher protector, plunger arm, carriage kit, and cpu board but none of these resolved the error. Replaced all original components in device. Replaced motor flask kit. Reassembled and tested with no error. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.